Manufacturer narrative:
Left ventricular (lv) lead was removed and successfully replaced with competitor lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation noted evidence of melted insulation from electro-cautery and dried blood/body fluid found in the lumen. The lead did not pass the guidewire test due to the presence of blood/body fluid. Pressure test was not performed due to breaks in the insulation from the electro-cautery. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Electronically, lead was found to be with in specification.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting a loss of capture. An x-ray was performed and found the lead had dislodged. No adverse patient effects were reported.